Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that a malfunction occurred with the (B)(6) pump, serial number (B)(4). The pump started on 6/7 @ 1320 and finished on 6/8 @ 1600, but should have finished on 6/9 at 11a. No patient injury was reported.